Manufacturer narrative:
Supplemental/follow-up report and corrected info section d3. Sample eval did not confirm the complaint; co found no indication of an irregularity within the dialyzer that would have caused or contributed to this pt's death. Since the event occurred with the initial use of the dialyzer, residual testing for ethylene oxide, ethylene chlorohydrin, dmac and theylene glycol was conducted on the returned sample. Each of the compounds were well under the allowable limits. As well, co reviewed bacterial endotoxin, ethylene oxide residual test and sterilization records for the identified lot. All specified parameters were met. Fiber production for specific to that lot met all specified parameters. It should be noted that there were procedural variances with regard to fmc's product labeling, specifically under "preparation for dialysis-dry pack" and "initiation of dialysis". As verified with the healthcare professional who cared for the pt, there is no policy on minimum recirculation time for dialyzer priming. There is also no policy for replacing the recirculating saline with fresh saline immediately prior to pt initiation. Follow-up with reporting facility revealed that there has been a change in their current priming procedure, since the reported pt event. Outcome of investigation provided to customer. Complaint closed with ongoing trending.

Event description:
Physician reported a "sensitivity reaction to the dialyzer" which occurred within the first two mins of initiating dialysis; the dialyzer was non-processed, first use. Allegedly the pt became unresponsive, was resusitated unsuccessfully and did expire. The pt was reported to have had a similar event the day before, although at the time the event was not associated with the dialysis, or the dialyzer. The priming procedure was reviewed with the md, nurse manager and the rn who was providing the dialysis treatment. There was a variation from the MFR's instructions for use; the recirculating saline was not discarded or replaced completely. Also the recirculation time could not be verified. The actual dialyzer sample had been saved. Awaiting further info on its' availability. Did not receive complete info until late 11/26/97. Since this event, md has initiated a new priming procedure. 12/11/97 actual dialyzer was forwarded to facility for eval.